Event description:
Pt status post carotid endarterectomy and acute m.I. Was being monitored via telemetry on floor. At 2050 monitor registered lead failure. At 2355 pt found in full arrest and was not able to be resuscitated. Found after study that new telemetry receivers are programmed to alarm once for lead failure, then when reset will beep 3 times with a blue flashing light for 10 minutes (no need to reset), then go to a state of "transmitter off" on screen with no audible or visual alarms. Older system (which there was a mix on unit) alarms continue.